Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that they issues with the with the keypad and air bubbles on their insulin pump. The customer found air bubbles at the bottom of the o-ring. The patient's blood glucose level was 159 mg/dl at the time of the call. The customer stated that the buttons are not working on their insulin pump. The customer mentioned that the customer experienced blood glucose of 477 the previous night but treated it with a bolus. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, scratched reservoir tube window, and cracked battery tube threads.